Manufacturer narrative:
(B)(4). Additional information: the problem was not confirmed, as the sample was not returned. No device malfunction or use error was identified in the report. No assignable cause could be determined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. Treatment was not reported. On an unreported date, the patient recovered from the peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The specific product code for the transfer sets involved is unknown. The brand name, manufacture and 510k however have been provided in this MDR. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A review of all batch record documents was performed for associated lot numbers h11k28030 and h12b29043 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions were noted. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.